Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states when they took the chair out of the trunk of the car, the caster came off. The dealer states it is the caster holder that broke.